Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2008. The month of manufacture was unavailable at time of MDR filing. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery more than 30% of setting. There was no patient involvement.